Event description:
It was reported that the ms pump of the inflatable penile prosthesis (ipp) had an unspecified malfunction. The pump was removed and replaced. The procedure had a good outcome.

Event description:
It was reported that the ms pump of the inflatable penile prosthesis (ipp) had an unspecified malfunction. The pump was removed and replaced. The procedure had a good outcome.